Manufacturer narrative:
The complaint for implant not in optimal position after closure - decrease in regurgitation reduction was confirmed with objective evidence. The pascal training manual instructs the operator on position and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure leaflet anatomy is suitable for the device), device preparation, procedural approach, device deployment, and imaging, through use of procedure specific training manuals and proctored procedures. Based on the imaging evaluation, there appears to be a decrease in mitral regurgitation reduction following the second pascal ace implant. Leaflet insertion is unable to be evaluated based on the imaging returned. There is no evidence of chordal damage in the images reviewed, but there are multiple jets of mr observed with a residual mr assessment of qualitatively severe. Possible contributing factors to the sub-optimal position of the second implant after closure, with decrease in regurgitation reduction include procedural-related issues including device positioning, orientation, and leaflet insertion in the final deployment location. The device was implanted; therefore no product was returned for evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that procedural-related factors may have contributed to the reported event.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where there was mixed disease with severe wide jet arising from lateral aspect of valve and travelling medially. After multiple repositions to the get the device in correct position/orientation, the device was straight through the main jet. On bi-commissural view the remaining mr jet appeared to be going through the device. Confirmed on 3d color that jet was not through the device but predominately medial to the jet and position. Mr looked to be reduced with one ace but not fully reducing the mr of the jet. (Approximate 1 grade reduction with the first device). The gradient was 3mmhg. It was decided after some time that a second device was needed just medial to the first device to reduce the mr further. It was navigated slightly medially to the device trying to avoid the indent, got the 2nd device in a 1:7 orientation and right beside the first device with no space between. However, there was no reduction in the mr and the physicians felt it looked worse and the capture and closure of the second device made no difference. Both leaflets were optimized to ensure that there was sufficient leaflet capture and to check if it helped reduce the mr. No difference was noted, orientation was changed, and no difference was noted. The physician wanted to try more a2/p2 in a 12:6 configuration as a final option. It was advised not to be optimal due to creation of new jet between the devices. The physician wanted to attempt and see the potential effect on the mr. Once leaflets were captured in a2/p2 region, the mr was checked and again there was no change. At this point the physician was convinced that a chord was torn. However, the echo physician and edwards team disagreed with this theory to the lack of reduction in mr. The surgeon also agreed that the second device had no effect on the mr reduction, and it was not useful in reducing the mr in the patient. There was no significant movement or elongation in the sub valvular apparatus that would have caused a ruptured chord. The edwards team recommended bailing out the second device due to no effect on reducing the mr, but the physician did not agree and insisted that the device was left deployed due to the concern of a torn chord. Gradient was checked again, and it was 5mmhg. There were no navigation or leaflet capture challenges. Additional information received from the clinical specialist stated that the reason the implanting cardiologist felt there might be a torn chord or leaflet due to the change in mr after the first ace. The dense chords were deemed to be moderate before procedure. Elongation was used to navigate away from chordae. There did not appear to be any chordal damage on the post op day one images. Patient was discharged post op day one according to the cv surgeon. It is unknown if there are any plans for reintervention in future. Upon completion of the image evaluation, there appeared to be a decrease in mitral regurgitation reduction following the second pascal ace implant. Both pascal ace implants appeared in stable positions. Also, there was no evidence of chordal damage and mr appeared 4 severe.